Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported during a stage 2 procedure, they removed the endcap of the lead and two of the electrodes were separated slightly. They were not sure which two contacts they were. The surgeon connected the lead to the extension and the ins. Impedances were tested and the impedances were within normal range so the surgeon closed the patient up. Everything following the procedure was fine. The surgeon thought that after the endcap was placed, tunneling into the skull may have caused the issue during the stage 1 procedure.